Event description:
Procedure: nissen. According to the reporter: during the case the jaws of the device got stuck in the tissue wall of the stomach, the doctor had to resect 10mm of tissue to remove the device. The doctor was able to repair and continue the case using another device. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. The pt was discharged from hospital.

Manufacturer narrative:
(B)(4).